Event description:
Additional information received indicated the event was discovered in clinic. It was noted there was no loss of capture as a result of the high capture thresholds. The patient was asymptomatic. The output of the vlp was increased. The patient was stable throughout the changes.

Event description:
It was reported that the patient's ventricular leadless pacemaker (vlp) had high capture thresholds. Further information was not provided.